Manufacturer narrative:
Section b5: the pelvic hematoma from august 2016 mentioned in the previous report was reported under MFR # (B)(4). Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be determined. The patient remained ongoing on vad support until they ultimately expired on (B)(6) 2020 due to infection. Bleeding, local infection, and driveline or pump pocket infection are listed in the heartmate ii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section of the IFU also discusses anticoagulation, including recommended inr values. Care instructions regarding preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
In 2018, the patient had a recurrent hematoma of her abdominal mesh. The area was not contiguous with her driveline. Past attempts to drain the collection had been unsuccessful and removal of her mesh did not appear to be an option at the time. The patient was hospitalized on (B)(6) 2018 for evacuation of her abdominal wall hematoma. Post operatively she suffered from continuous bleeding from her driveline site and was taken back to the operating room on (B)(6) 2018 for exploration of the driveline, excisional debridement, and wound vacuum placement. Cultures taken from driveline exploration at the time returned with actinomyces and 2 strains of stenotrophomonas. It was reported that the patient had a recurrent pelvic hematoma secondary to anticoagulation in the setting of a previous hernia repair. The pelvic hematoma had been previously removed surgically in (B)(6) 2016 (reported in (B)(4)). An unsuccessful infrared drainage was performed in (B)(6) 2018. Drainage was planned for operating room with nothing by mouth mn prior to the procedure on (B)(6) 2018. Complete blood count (cbc), international normalized ratio (inr) and partial thromboplastin time (ptt) were pending. Coumadin was held with a plan to initiate heparin when the inr was close to 2. Heparin was infused during the procedure. Heparin was started on (B)(6) 2018 due to inr being less than 2. On (B)(6) 2018, a post operative diagnosis was given of hematoma of the abdominal wall. An incision and drainage (I&d) procedure of the hematoma was performed to collect seroma fluid of the midline. On (B)(6) 2018, heparin was held, as well as anticoagulation. A/c was recommended to be held for 2 days post operation. Bleeding around the lvad driveline saturating the 4 inch by 4 inch (4x4) gauze once per hour since 5 pm. When the bandage was changed, there was no wound and the blood seemed to be coming from the driveline opening but there was no active bleeding. However the bandage became saturated again once changed. The patient was evaluated at bedside by a cardiac surgery fellow. On (B)(6) 2018 at 3:30 am, the cardiothoracic surgery fellow dressed the driveline with surgicell. The patient had hemostasis for several hours. Morning laboratory results were reviewed and it was planned to start heparin as per original plan. However the patient then walked to the bathroom and the dressing became saturated again. A line was drawn around the blood mark and bleeding was monitored. Heparin drip was held until 5 am. On (B)(6) 2018, the heparin drip resumed and warfarin was restarted. On (B)(6) 2018, the patient showed increased bleeding from the driveline site and the patient felt that her abdomen felt full and swollen. A physical exam corroborated that patient¿s claim. The patient was concerned about the re-accumulation of her hematoma. On (B)(6)2018, heparin drip was lowered with plans to consider escalating heparin dose on (B)(6) 2018. On (B)(6) 2018, a routine assessment of the left ventricular assist device (lvad) driveline site noted bleeding seeping through the bandage on the driveline and soaking the patient¿s gown and bed. The patient had had bleeding from this site before, but not so much as to seep beyond the bandage. The bleeding had stopped for days but restarted when the area was cleaned. The 4x4 bandage was soaked within the first 15 minutes. The patient was asymptomatic except for a complaint of a rash from a similar bandage being on for too long. The patient requested that if a similar bandage was placed, it be removed sooner than 5 days. The patient¿s heartrate and hemoglobin were stable. The physician planned to hold heparin and place pressure at the site. Cardiothoracic surgeon planned to assess when able. On (B)(6) 2020, the patient underwent a procedure for driveline exploration, driveline excisional debridement, and wound vacuum placement. On (B)(6) 2018, the surgical debridement of the patient¿s exit site was revised with resolution of bleeding. Hemoglobin levels remained stable. Inr goals were adjusted. Coumadin was adjusted to obtain goal inr levels but bridging heparin was forgone at the time. The patient went off aspirin. The patient continued to be carefully monitored for recurrent bleeding. On (B)(6) 2018, the patient was set to continue bactrim twice daily for 6 weeks with a tentative plan to deescalate therapy to half the current dose thereafter. The patient was to start doxycycline twice daily with a plan for 6 weeks of therapy. The patient was discharged on (B)(6) 2018 with stable hemoglobin levels. The patient continued to have aspirin held due to recurrent bleeding. A follow up with acute general surgery was arranged for a week post discharge. The patient was discharged with bilateral jackson-pratt drains. A surgery follow up on (B)(6) 2018 observed the patient asymptomatic except for a complaint of nausea, likely due to the oral antibiotics the patient is on for a presumed driveline infection. The patient no longer had pain at the hematoma site. On (B)(6) 2018, the patient returned to the general surgery/trauma clinic for follow up on a persistent fluid collection over the last 2 years surrounding her hernia mesh that was placed over 10 years ago. The patient underwent 2 open drainage procedures unsuccessfully with recurrence of the hematoma over time. The patient¿s most recent surgical drain fell out from her incision and drainage procedure in (B)(6) 2018. The patient showed new drainage from her midline. The patient stated that it opened spontaneously several days prior, draining seropurulent fluid that required a dry dressing change 3 to 4 times daily.